Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Klebsiella is considered normal flora of the gi tract and in feces. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. Once admitted, the patient was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days and ip ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca on (b(6) 2025 and the patient¿s vancomycin was discontinued and replaced with ip gentamycin 120 mg daily. The patient continues to undergo ccpd therapy while hospitalized without reported issues and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient remains hospitalized and will resume utilizing the same liberty select cycler following discharge.

Event description:
It was reported that this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis on (B)(6) 2025. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result not provided) were collected, and the patient was diagnosed with peritonitis. Once admitted, the patient was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days and ip ceftazidime 1500 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2025 and the patient¿s vancomycin was discontinued and replaced with ip gentamycin 120 mg daily. The patient continues to undergo ccpd therapy while hospitalized without reported issues and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene prior to initiation and termination of treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. The patient remains hospitalized and will resume utilizing the same liberty select cycler following discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.